Manufacturer narrative:
A medtronic system went to the site and tested the system. It passed all testing and was found to be fully functional. The exam which the reported incident occurred with was sent to the medtronic technical services team where they loaded it on a testing device. Many of exams on the disc were not to proper navigation protocol. The exam that was to protocol was loaded during the testing. They were unable to replicate the software exit when attempting to merge the exam. Unable to replicate event on the original or test system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation has not been completed.

Event description:
A medtronic representative reported that a navigation system exited unexpectedly after selecting the stealthmerge icon. Stealthmerge was installed on the system for evaluation and the exit occurred upon launching ent application and selecting stealthmerge. Trouble-shooting did not resolve the issue. It was determined the unexpected exit occurred only when selecting one particular patient's exam. With other patient exams the system worked properly. There was no patient present when this issue was identified.